Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtma1qq crt-d implanted: (B)(6) 2018; 439888 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency department having experienced stimulation. The device was programmed off. It was also reported that the atrial and right ventricular (rv) leads had pulled out post-operatively, the leads being found dislodged into the superior vena cava (svc). It was noted that the patient reported being very active, including doing manual labor. The atrial and rv leads were explanted and replaced. No further patient complications have been reported as a result of this event.